Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was at the doctor's office and the insulin pump alarmed compromised force sensor system, motor error and no delivery. Customer was disconnected during prime. The insulin pump was not bumped or dropped. The drive support cap is recessed. Blood glucose value is unknown. The customer declined troubleshooting for motor error and no delivery alarms. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the occlusion test, and another error alarm during the prime test due to a faulty force sensor. The pump passed the displacement, rewind, basic occlusion, no delivery and motor tests. No excessive no delivery error alarms noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads and a cracked reservoir tube lip.